Event description:
Event verbatim [preferred term] it almost looks like one of the heat things came through, its like a black gel on it [device leakage], case narrative:this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ad3848, expiration date oct2021, from an unspecified date at an unspecified frequency for hurting. The patient medical history and concomitant medications were not reported. The consumer stated she bought the thermacare heatwraps all the time and they seemed to work awesomely perfect. This one was weirdly defective. It was like it was glued together and it could not be opened or unfolded. It almost looked like one of the heat things came through, it was like a black gel on it. Her husband (patient) went to put a wrap on last night (on (B)(6) 2019) since he was hurting so bad but it was stuck together. The patient had been using the product for 2 years. She had told other people about the product since it worked so well for him. She had never seen this before where it was glued together with the black gooey stuff. The packaging was sealed and intact. Inside the box and foil pack was totally sealed. The action taken for thermacare heatwrap was unknown. The event outcome was unknown. The device was available for evaluation. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap was "glued together and cold not be unfolded." The cause of the consumer reporting wrap being "weirdly defective" is inconclusive since review of records does not provide evidence to support defective product. Without a return sample, the complaint cannot be confirmed. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. Inspection shows no obvious defects to cartons, pouches or wraps. All 10 wraps have sealed cell packs, no damage or leaking cells. Return sample evaluation: one wrap - the wrap is exhausted. The clothing side of the wrap has the landing zone end of the belt glued to the cell pack portion in two places. Belt can not be opened to full length, glue blobs are black in color. Although the complaint sub-class for this event was cells damaged/leaking, the cells of the returned complaint sample wrap were actually intact with no sign of damage. The returned complaint sample wrap does not show cells damaged/leaking. All of the heat cells are intact without any sign of leakage. The actual defect was due to a glue blob that was causing the landing zone and the center sms to be stuck together. The most probable root cause for this event was classified as equipment/ mechanical failure. It was determined that the seal was beginning to fail causing intermittent glue leakage onto the combined web. This intermittent glue leakage resulted in the glue blob on the returned complaint sample wrap. The glue blob caused the clothing side of the landing zone and the center sms to be stuck together preventing the wrap from being used. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: received at the site.

Event description:
Event verbatim [preferred term]. It almost looks like one of the heat things came through, its like a black gel on it [device leakage], narrative: this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ad3848, expiration date oct2021) from an unspecified date at an unspecified frequency for hurting. The patient's medical history and concomitant medications were not reported. The patient stated he bought thermacare heatwraps all the time and they seemed to work awesomely perfect. This one was weirdly defective. It was like it was glued together and it could not be opened or unfolded. It almost looked like one of the heat things came through, it was like a black gel on it. Her husband (patient) went to put a wrap on last night (on (B)(6) 2019) since he was hurting so bad but it was stuck together. The patient had been using the product for 2 years. She had told other people about the product since it worked so well for him. She had never seen this before where it was glued together with the black gooey stuff. The packaging was sealed and intact. Inside the box and foil pack was totally sealed. Action taken for thermacare heatwrap was unknown. The event outcome was unknown. The device was available for evaluation. According to product quality complaint group: complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap was "glued together and cold not be unfolded." The cause of the consumer reporting wrap being "weirdly defective" is inconclusive since review of records does not provide evidence to support defective product. Without a return sample, the complaint cannot be confirmed. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. Inspection shows no obvious defects to cartons, pouches or wraps. All 10 wraps have sealed cell packs, no damage or leaking cells. Additional information received from product quality complaint (pqc) group was received on (B)(6) 2019 and included returned sample investigation results. Return sample evaluation: one wrap - the wrap is exhausted. The clothing side of the wrap has the landing zone end of the belt glued to the cell pack portion in two places. Belt can not be opened to full length, glue blobs are black in color. Although the complaint sub-class for this event was cells damaged/leaking, the cells of the returned complaint sample wrap were actually intact with no sign of damage. The returned complaint sample wrap does not show cells damaged/leaking. All of the heat cells are intact without any sign of leakage. The actual defect was due to a glue blob that was causing the landing zone and the center sms to be stuck together. The most probable root cause for this event was classified as equipment/ mechanical failure. It was determined that the seal was beginning to fail causing intermittent glue leakage onto the combined web. This intermittent glue leakage resulted in the glue blob on the returned complaint sample wrap. The glue blob caused the clothing side of the landing zone and the center sms to be stuck together preventing the wrap from being used. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: received at the site. Follow-up ((B)(6) 2019): new information received from a product quality complaint group includes severity rank assessment. Follow-up ((B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): new information received from a product quality complaint group included: investigation results. Follow-up ((B)(6) 2019): new information received from product quality complaint (pqc) group included: updated qa results to include returned sample results. No follow-up attempts needed. No further information is expected.

Manufacturer narrative:
Complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap was "glued together and cold not be unfolded." The cause of the consumer reporting wrap being "weirdly defective" is inconclusive since review of records does not provide evidence to support defective product. Without a return sample, the complaint cannot be confirmed. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event.on the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch ind...

Event description:
It almost looks like one of the heat things came through, its like a black gel on it [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ad3848, expiration date oct2021, from an unspecified date at an unspecified frequency for hurting. The patient medical history and concomitant medications were not reported. The consumer stated she bought the thermacare heatwraps all the time and they seemed to work awesomely perfect. This one was weirdly defective. It was like it was glued together and it could not be opened or unfolded. It almost looked like one of the heat things came through, it was like a black gel on it. Her husband (patient) went to put a wrap on last night (on (B)(6) 2019) since he was hurting so bad but it was stuck together. The patient had been using the product for 2 years. She had told other people about the product since it worked so well for him. She had never seen this before where it was glued together with the black gooey stuff. The packaging was sealed and intact. Inside the box and foil pack was totally sealed. The action taken for thermacare heatwrap was unknown. The event outcome was unknown. The device was available for evaluation. According to product quality complaint group: complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap was "glued together and cold not be unfolded." The cause of the consumer reporting wrap being "weirdly defective" is inconclusive since review of records does not provide evidence to support defective product. Without a return sample, the complaint cannot be confirmed. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain samples included five cartons, 10 pouches and the 10 wraps inside. Inspection shows no obvious defects to cartons, pouches or wraps. All 10 wraps have sealed cell packs, no damage or leaking cells. Form-##### retain sample inspection form documented the retain evaluation performed on 20-mar-2019 for an unrelated complaint. Follow-up (06may2019): new information received from a product quality complaint group includes severity rank assessment. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (21aug2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. The event is medically assessed as associated with the use of the device. There was no other adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. The event is medically assessed as associated with the use of the device. There was no other adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3.

Event description:
Event verbatim [preferred term] it almost looks like one of the heat things came through, its like a black gel on it [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reporting for her husband. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ad3848, expiration date oct2021, from an unspecified date at an unspecified frequency for hurting. The patient medical history and concomitant medications were not reported. The consumer stated she bought the thermacare heatwraps all the time and they seemed to work awesomely perfect. This one was weirdly defective. It was like it was glued together and it could not be opened or unfolded. It almost looked like one of the heat things came through, it was like a black gel on it. Her husband (patient) went to put a wrap on last night (on (B)(6) 2019) since he was hurting so bad but it was stuck together. The patient had been using the product for 2 years. She had told other people about the product since it worked so well for him. She had never seen this before where it was glued together with the black gooey stuff. The packaging was sealed and intact. Inside the box and foil pack was totally sealed. The action taken for thermacare heatwrap was unknown. The event outcome was unknown. The device was available for evaluation. As of 06may2019, information received from a product quality complaint group included: complaint subclass cell damage/leakage; sample evaluation: requested; severity rank: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (06may2019): new information received from a product quality complaint group includes severity rank assessment. Company clinical evaluation comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. The event is medically assessed as associated with the use of the device. There was no other adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient identified that it almost looked like one of the heat things came through, it was like a black gel on it. The event is medically assessed as associated with the use of the device. There was no other adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.